Event description:
It was reported that there was an issue with threading not going into the implant.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. Age at time of event, date of birth is not provided. Patient's sex was not provided. Patient's weight was not provided. Patient's race was not provided. Date of event was not provided. Lot#, expiration date, UDI# was not provided. Device manufacture date not provided.

Manufacturer narrative:
The device has not been returned. However, the device investigation has been completed and the results are as follows: DHR results the DHR was reviewed for lot# 6100106 & lot# 609444, and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the packaged stock product is not applicable for review since no defect could be confirmed. Investigation methods/results customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause the root cause for this failure cannot be explicitly determined. The probable causes for this complaint are: over-torqueing; cross threading.

Event description:
It was reported that the office possibly experienced an issue with the screw that was not threading into the implant.

Manufacturer narrative:
Additional data: h6 (medical device problem code, type of investigation code - 3331). Corrected data: h6 (health effect - impact code, type of investigation code - 4114, investigation findings code, and investigation conclusions code). Note: g3 in the initial report was reported as (08-11-2022), however, the correct date is (06-28-2022). CAPA ca-00016. Manufacturer reference: (B)(4).